Event description:
It was reported that the patient underwent tka on (B)(6) 2011. The condition of the knee was not changed when he fell down and visited the hospital on (B)(6) 2012. On (B)(6) 2013, foreign particle (like bony bulge) was felt. It was pushed with his hand and then the patient could become to walk. On (B)(6) 2013, loose body (about 2cm) was observed at the upper area of the right knee. So, the surgeon thought that there was possibility that insert post was broken. On (B)(6) 2015, when the right knee was opened, post fracture was confirmed. Insert was replaced. Also, patella was replaced with pe component.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
The event was confirmed by return of the subject device. Material analysis indicated the post fractured in fatigue. The investigation determined the likely root cause of the event to be fatigue failure of the post due to repeated contact with the femoral component during normal use of the device. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the patient underwent tka on (B)(6) 2011. The condition of the knee was not changed when he fell down and visited the hospital on (B)(6) 2012. On (B)(6) 2013, foreign particle (like bony bulge) was felt. It was pushed with his hand and then the patient could become to walk. On (B)(6) 2013, loose body (about 2cm) was observed at the upper area of the right knee. So, the surgeon thought that there was possibility that insert post was broken. On (B)(6) 2015, when the right knee was opened, post fracture was confirmed. Insert was replaced. Also, patella was replaced with pe component.